Event description:
It was reported that a unisurge surgical pack diathermy pencil burned the patients scrotum during a radical prostatectomy without lymphadenectomy. The customer alleged that the diathermy pencil activated on its own and burned the patient. As a result, the surgeon sutured the burned tissue. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).